Event description:
It was reported that the user experienced hyperglycemia, with blood glucose reaching 353 mg/dl several hours after a meal, and the event was attributed to a possible infusion set or cannula issue; the caregiver was advised to change the infusion set, after which glucose levels stabilized. Symptoms included elevated blood glucose without dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included transient elevated glucose managed at home without medical intervention or backup therapy. Investigation included customer interview and troubleshooting with user education. Investigation of this case revealed that normal operation resumed after the infusion set change, and no device malfunction was confirmed. It was concluded that the cause of the hyperglycemia was unclear, with a possible intermittent infusion disruption that resolved after set replacement.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.